Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy problem was reported. It was stated the correct amount was not being found as expected and were planning on doing a rotor study to check the pump. No patient symptoms were reported. The drug contained in the pump at the time of the event. Was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.